Event description:
The manufacturer received information alleging a device's sound abatement foam became degraded and caused pneumonia. The patient did report to receive medical intervention and was hospitalized and was on antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging a device's sound abatement foam became degraded and caused pneumonia due to a CPAP device's sound abatement foam. This notification was reviewed by the pms clinical expert due to the patient reporting pneumonia for which they were hospitalized and received antibiotics. The device may have caused or contributed to the reported event. The reported event may also have been related to user error associated with any of the following possibilities: improper humidification and/or tube temperature settings, improper mask fit/use, improper or inadequate treatment pressures, certain cleaning chemicals the patient might have used in the device and/or inadequate cleaning practices/frequency.the patient did report to receive medical intervention and was hospitalized and was on antibiotics. After second attempt to have the device and components returned for evaluation and investigation was unsuccessful and customer declined to respond to the gfe related questions and terminated the call. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report. Sections d1, d4 and h4 are updated in this report.